Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device passed a charge and boot test. The share log data was downloaded and retrieved. The data was reviewed and no errors related to the complaint were observed within the investigation window. Functional tests were performed and passed. G5 global communication tool tone tests were performed and passed. Manual "try-it" tests were performed and passed. The device was opened for an interior visual inspection and passed. Speaker audio wiggle tests were performed and passed. Speaker reisistance was measured and fell within the device specification. The complaint confirmation of intermittent audio output could not be confirmed. The root cause could not be determined.